Manufacturer narrative:
No button error alarm during testing. However, unit had intermittent button response due to moisture damage keypad traces. Unit passed self-test and unexpected restart error test. No unexpected restart alarm noted. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, and broken reservoir tube lip. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed button error and unexpected restart. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.